Event description:
Nurse (B)(6) of dr. (B)(6) clinic submitted an email to report incident as below: (B)(6).we have placed many orders for medical sutures from ad surgical. Overall, we have been extremely satisfied. We have recently encountered an issue that we feel you need to be aware of. Every single patient that had 2.0 polyester sutures used from one of the batches shipped all got infected. We believe that the batch of suture was somehow contaminated on your end and wanted you to be aware of the issue. Thanks - (B)(6) pa-c, dhsc, mph.